Event description:
It was reported to depuy acromed that a vsp screw broke post-operatively. The screw was implanted in 2001 and was explanted in 2002. The screw was returned and is currently being evaluated. No further action can be taken at this time.